Manufacturer narrative:
Medtronic received additional information that in addition to the implant of this annuloplasty band, chordal replacement was carried out on the a2 and a3 portions of the anterior leaflet and to the p3 portion of the posterior leaflet. There was still significant residual insufficiency, therefore the valve was fully replaced. No additional adverse patient effects were reported. The physician indicated there was no failure of the annuloplasty band. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 32mm annuloplasty band implanted in the mitral position, the band was explanted for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.